Event description:
Incident #1: it was reported that the cut function will work but the coag will not on the handpiece. The handpiece worked when used on a different generator.

Manufacturer narrative:
Incident #1: it was reported that the cut function will work but the coag will not on the handpiece. The handpiece worked when used on a different generator. The unit is being returned for eval to the MFR.